Event description:
During preparation for use, the user reported the connector of the centrifugal drive motor cable to the controller connection was broken. An alternate device was employed for the procedure. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.